Event description:
It was reported that the device was used for closure of c-section staples "came out of incision early." The scrub tech reports she does not know what happens after the patient left surgery. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.